Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal distension ("bloating") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, fatigue, alopecia, weight increased, weight decreased, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea, abdominal distension and memory impairment outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, memory impairment, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for back pain, abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods). Essure device was introduced into the left ostia and device deployed in usual fashion. 1 coil was noted after placement. Procedure was repeated on the right ostia, 1 coil was noted after placement. Date(s) of insertion: date: on (B)(6) 2010 (as per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test results of confirm. Test: bilateral occlusion. Lot number: 758628; manufacturing date: 2010-07; expiration date:2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal distension ("bloating") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, fatigue, alopecia, weight increased, weight decreased, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea, abdominal distension and memory impairment outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, memory impairment, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for back pain, abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods). Essure device was introduced into the left ostia and device deployed in usual fashion. 1 coil was noted after placement. Procedure was repeated on the right ostia, 1 coil was noted after placement. Date(s) of insertion: date: (B)(6)2010 (as per mr discrepancy noted ) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2011: essure confirmation test results of confirm. Test: bilateral occlusion. Lot number: 758628 manufacturing date: 2010-07 expiration date:2013-07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal distension ("bloating") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, fatigue, alopecia, weight increased, weight decreased, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea, abdominal distension and memory impairment outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, memory impairment, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for back pain, abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test results of confirm. Test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added back pain, abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), fatigue, hair loss, weight gain, weight loss, gi conditions, hormonal changes, migraines, headaches, nausea , bloating, forgetfulness. Event outcome added menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.